Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received result of 80 mg/dl on the compact plus system; she took her prescribed dose of lantus and suddenly felt low blood glucose symptoms. Customer tested 47 mg/dl within 10 minutes of the result of 80 mg/dl; she was able to self-treat with bread, sugar packet, and soda. Customer's low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.